Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned; therefore, a failure analysis of the compliant device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation, the physician received several unsuccessful cavity integrity assessment (cia) tests. The physician suspected a uterine perforation and aborted the procedure. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not know when this suspected perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.